Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. The patient experienced dizziness, shortness of breath, and chest pain. Upon interrogation, the left ventricular lead had dislodged and exhibited loss of capture. On (B)(6) 2015, the lead was explanted and replaced. The patient was in stable condition.